Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information.

Event description:
It was reported that this patient with right atrial (ra) lead experienced pocket stimulation and this lead also exhibited noise. This lead was surgically capped. No additional adverse patient effects were reported.